Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited far-field r-wave over-sensing resulting in inappropriate mode switching episodes. No intervention was performed. The patient was stable.

Event description:
New information received noted that programming changes were made. The patient was stable.